Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock from the fractured right ventricular (rv) lead. The lead had high impedances. The lead was programmed off and was scheduled to be replaced. During the lead revision procedure noise was noted with manipulation of the device. It was determined the rv coil setscrew connection was loose. This was fixed and the implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.